Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint ID# (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the pump was not inflating balloon appropriately. No patient harmed.

Manufacturer narrative:
Other contact phone number (B)(6). Updated field b4 d9 g3 g6 h2 h3 h6 type of investigation. Investigation findings investigation conclusions h11. Corrected field d4 serial version catalog number should be empty since its unknown d8 should be empty. The device was inspected following a customer report of inadequate balloon inflation. The technician was unable to reproduce the stated issue. Log review confirmed multiple gas loss alarms in the iab circuit. Further troubleshooting identified an intermittent fiber optic extension assembly connector which was replaced. As part of required maintenance the safety disk and tidal disk both past their preventive maintenance interval were also replaced. The system underwent full safety calibration and functional testing meeting factory specifications with no further alarms or failures observed. The device was cleared for clinical use and returned to the customer. No patient harm was reported. The customer was not available at the time of signature documentation was emailed for acknowledgment. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in all iab risk files. All iab ifus address the reported failure. The investigation does not indicate that the device was inadvertently released as nonconforming or an adulterated product or was a counterfeit. Each iab manufactured is 100 inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow nonconforming device to be released. Based on the rational provided above no escalation to the CAPA process is required.

Event description:
N/a.